Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, software version: 1.3.2. A medtronic representative went to the site to test the equipment. Testing revealed that no failure was found. The navigation system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess.) It was reported that during a case, the system experienced issues tracking reusable instruments. Most of the instruments were able to verify, but then they would not track. The site had no issues tracking with disposable instruments. The non-invasive patient tracker's metal interference was only able to get down to 0.8. During troubleshooting, the manufacturer representative (rep) tried different instrument tracker wires and checked for metal in the field, but the issue persisted. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) the software team investigated the reported issue and found that the logs captured two sessions on the date of the issue, among them only one session captured that the site went to navigation. Logs captured "portiodata: timed out waiting for new data" and "faultinfo: timed out waiting for new data" warnings after connecting the tool to the port. Logs also captured "toolrom: failed to send data request" error after the warnings, but at last, the rom data is loaded for the ports. Logs also captured that the bob was connected and instruments were able to verify. A couple of instruments verification failed as the distance to the divot value is greater than 2mm. However, the site verified the instruments and did the trace registration and the navigation, but provided logs did not capture any abnormalities related to the reported behavior. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.